Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three ophthalmic blades from the same lot were of poor quality and did not cut properly. Details of the procedure were not provided. There was no impact on the patient.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Six opened slit knives without tip protectors loose in blisters along with six unopened samples were received for the report of express poor quality and not cutting properly. The opened samples were visually inspected and found to be nonconforming with nicks, bent tip and damaged cutting edge. Functional penetration testing could not be performed due to the damage of the opened samples. Unopened samples were visually inspected and all were found to be conforming. Functional penetration testing was then performed and samples were found to conforming and unopened sample was found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint was reviewed by the manufacturing site. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned unopened sample was visually found to be conforming and was found to be functionally nonconforming, therefore express poor quality and not cutting properly was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related. The returned opened samples were visually nonconforming with nicks, bent tip and damaged cutting edge. The returned unopened samples were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed. A nonconformance investigation is initiated to investigate the failed penetration testing for the cutting instrument for unopened sample. The exact root cause for the damaged knife for opened samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).